Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The cgm reading was 100 mg/dl but the bg value was 275 mg/dl. Due to the hyperglycemia the patient was taken by ambulance to the hospital and treated with insulin. At the time of contact the patient was stable in the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 01/30/2020. The patient reported inaccurate cgm values which occurred (B)(6) 2020, four days after the sensor had been inserted. The cgm reading was 218 mg/dl but the patient was dizzy and hungry. She also experienced blurry eyesight and passed out from hypoglycemia. Her neighbor was making her daily visit, found the patient unconscious in her wheelchair, and called for an ambulance. Before the ambulance arrived, the neighbor gave the patient apple juice. The paramedic also gave her some fast-acting carbs when he arrived. Her bg value was 40 mg/dl. The patient was taken by ambulance to the hospital. Due to the previous carbs given, her bg on arrival at the hospital had risen to 275 mg/dl so she was then treated with insulin. She was discharged from the hospital on (B)(6) 2020. No further patient or event information is available.